Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) level of 45 mg/dl. Food was consumed to treat the low bg level. Review of the pump data logs verified that the low bg levels occurred a few hours after delivering a bolus; however, did not occur every time the customer requested a bolus. Recommendation was made to discuss the personal profile settings with healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 47 mg/dl was recorded by continuous glucose monitor (cgm) at 1:33 am on (B)(6)2018. Cgm alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1 (cgm low alert) were annunciated. Beginning at approximately 8pm on (B)(6)2018 three boluses were delivered. The boluses delivered were requested by the user entering units of insulin to be delivered without entering current bg level or carbohydrate gram values while still having insulin on board (iob). Bg of 41 mg/dl was recorded by cgm at 1:28 am on 07/31/2018. Cgm alert 3 and cgm alert 1 were annunciated. One bolus was delivered at approximately 8pm on 07/31/2018. The bolus was requested without entering current bg or carbohydrate values. There were no erratic basal rate adjustments. Making bolus requests and still having insulin on board could lead to a low bg event. It is possible the user overcorrected. There is no evidence that the insulin pump experienced a malfunction or failure.